Manufacturer narrative:
Lot number and device manufacture date provided. The software investigation found that the reported event was unrelated to a software issue. Per the reported event, the straight suction was the only instrument displaying inaccuracy. The most likely cause was a damaged instrument. The site is replacing the instrument. Based on the information provided the software appears to have functioned as designed.

Manufacturer narrative:
Device lot number is not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(4) 2015 - a medtronic representative, following-up at the site, reported the surgeon deemed being 3-4 millimeters inaccurate, however, this was only while using the straight suction, he was accurate with all other instruments. On 08/05/2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Confirmed the straight suction appeared off-center. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, there was an alleged inaccuracy. No specific measurement of the inaccuracy was provided. In trouble-shooting, re-registered suction in the divot; registration was successful. Checked emitter parameters. Unplugged and re-plugged instrument cable. Tested curved suction with the same tracker. There was no delay in the procedure. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.